Manufacturer narrative:
If a functional test was performed, do not include any values regarding the test. Simply state if the test showed that the device was in or out of specification.

Event description:
It was reported the subject device knife cutting wire broke. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4, h6 & h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.